Manufacturer narrative:
Problem unable to be replicated during investigation and sensor works as expected. It is suspected that the sensor was wetted and dried prior to returning to the manufacturer.

Event description:
User reported that level sensor did not trigger safety alarm when reservoir fell below protected level. There was no patient involvement and thus no patient harm.